Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit with intravenous treatment and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.2, operating system: 18.6, hardware: iphone14.7, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had an emergency room visit with hyperglycemia. The patient's blood glucose levels reached 487 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include the patient experiencing headache, not able to speak clearly and disoriented. The patient was treated with 2 bags of unspecified intravenous fluids and intravenous insulin. The patient was discharged the same day. The pod was removed at the emergency room.